Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2012, resulting in fixture loss.